Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and upon investigation it was found that the coiled cable connector to the top of the unit was loose. The fse inspected all applicable connections to find they were all seated properly. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) display went blank while in rescue mode. There was no harm or injury to the patient and no adverse event was reported.